Manufacturer narrative:
Analysis was performed on the returned device. The reported insufficient information was observed as a link separation. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the observed difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4: model number updated from na to 12773-03.

Event description:
Subsequent to the initially filed report, the following information was received:device analysis indicated that a link break occurred with all three prostyle devices. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an unspecified failure occurred with three prostyle devices relative to an unspecified procedure. No additional information was provided.